Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke down at 18mm from the distal end. There was a scratch at the broken point. The shape of the fracture surface showed that the fracture developed from the scratch as the starting point. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, we concluded that the probe was cracked due to using the subject device having the scratch on the probe continuously, and broke eventually due to the load applied to the distal end of the probe. As the cause of the scratch on the probe, it is possible that the physician activated the ultrasound output while applying the probe tip to tissue with excessive force, applied the probe tip to hard tissues such as a bone, twisted the subject device while grasping tissue, or activated the ultrasound output while the probe tip was in contact with metal such as a clip and forceps. Improper handling the subject device cannot be ruled out as a contributory factor to this event. The above handling has already been restricted on the instruction manual of the subject device. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during enucleatic myomectomy, the probe of the subject device broke after the physician enucleated the second myoma. The physician lost the fragment of the probe in the abdominal cavity. The procedure was completed with another t3900. After that, x-ray showed that there was the fragment around the lumbar vertebra. The physician thought that it was difficult to retrieve the fragment under laparoscope. Therefore, the physician converted to an open surgery, and then, could retrieve it. There has been no problem of the patient's condition.